Event description:
It was reported that this right atrial (ra) lead was attempted due to lead damage. A damage to the coating was found around the center of the lead. In addition, the part of the lead body that appeared to be bare had a triangular cut as if it had been cut with scissors, as the film had been partially cut. The physician also decided to replace the lead with another one because the lead was damaged. The lead was never in service no adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right atrial (ra) lead was attempted due to lead damage. A damage to the coating was found around the center of the lead. In addition, the part of the lead body that appeared to be bare had a triangular cut as if it had been cut with scissors, as the film had been partially cut. The physician also decided to replace the lead with another one because the lead was damaged. The lead was never in service no adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including kinks, insulation abrasion, insulation tear. This type of damage is consistent with repeated stress over time. The reported insulation cut is likely the result of the lead damage observed by the laboratory.